Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and suture was used. During the procedure, one of our surgeons stated that the needles kept ¿popping off¿. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/19/2023. H6 component code: g07002 - no device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? No adverse consequences reported with patients. Surgeon had to use additional sternal wire to close each time needle pop off occurrence happened. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. The needle was pulled off from the suture during use on the patient. Specifically after the first pass through the sternum. What is the current status of the patient? No adverse events to any patients. All patients are in normal recovery after open heart surgery. What is the total number of products involved in this event? 6 eaches across 3 different boxes of the same lot number. Device return status. Please document the shipment tracking number: unopened product has been received from hospital. Shipper kit sent is not large enough to ship back suture. *704820307700 what is the total number of products involved in this event? 3 different boxes of the same lot number needs to be returned. 3 boxes need to be replaced. What is the total number of procedures? Total number of procedures reported was 4. How many sutures pulled off needle during each procedure? A total of 4 sutures pulling off the needle was reported (1 per procedure). These 4 sutures came from 3 different suture boxes (all same lot #). The single complaint was reported with multiple events. Related reports: 2210968-2023-07837, 2210968-2023-07992, & 2210968-2023-07993.